Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized multiple times between (B)(6) and (B)(6) 2019 for high blood glucose. The customer's blood glucose was in the 400 mg/dl range twice when the customer was transported via ambulance to the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 400 mg/dl. Customer¿s also reported that they experienced nausea, vomiting, abdominal pain, difficulty breathing and diarrhea as result of high blood glucose. Customer was treated with fluid, intravenous insulin, potassium and white blood cells elevated. It was also reported that insulin pump was stopped working and it was constantly rewinding. The insulin pump will be returned for analysis.